Event description:
Dissection was noticed following post-dilation of stent at proximal edge and extending posterior to stent. A 8x50 viabahn stent was placed to cover the dissection. Dissection was thought to have occurred at the .014 wire crossing but after review, it could have occurred at time of the galt micropuncture kit (mpk), but it is thought not to have based on cca length, so therefore it is unknown if the dissection was caused by the galt mpk or the enroute .014 wire.